Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that after pump implantation, the patient experienced acute aortic dissection on (B)(6) 2016, and aortic arch replacement was performed. No further information was provided.

Manufacturer narrative:
A correlation between the device and the report of aortic dissection could not be conclusively determined. The patient remains ongoing on vad support following an aortic arch replacement. No further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.